Event description:
The manufacturer received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam; the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing. Shortness of breath. Device has a strange odor, burning smell. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white, brown, and black dust-like contamination at the air inlet of the blower box on top and bottom of the blower motor, and the blower motor seal, on the bottom enclosure and hair/fibers on the bottom enclosure, unknow liquid spot on the bottom of the blower motor. And keratin at the air outlet of the blower box. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified.